Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin, ceftazidime and heparin (1gr per fifth day, 350mg in each manual exchange, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. On an unreported date,pd therapy was discontinued. No additional information is available.